Event description:
The hcp reported that on approx 06/2005, purulent drainage from a pump refill puncture was noted by nursing home personnel. The pt had a minimal fever also. A culture of device pocket was positive for mrsa and pseudomonas. The pt was treated with IV antibiotics and total device system explant. The infection resolved. The pt experienced "minimal withdrawal symptoms." The pt had risk factors of decubitius ulcer, debilitated status, and urinary tract infections. The hcp reported that in february 2005, the pt underwent debridement of an ankle ulcer that cultured positive for mrsa.